Manufacturer narrative:
Qc runs failed on the day of the event. A system check was performed on (B)(4) 2010, and met specifications. A bci field service engineer (fse) was dispatched on (B)(4) 2010. Fse replaced and adjusted some parts. Fse also performed system check, qc, and precision testing. All results met published specifications. Although some hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously low folate results obtained for two patients on access 2 immunoassay analyzer. The results were reported out of the laboratory. Subsequent testing produced results within normal reference range for both patients. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.